Event description:
New information received on (B)(6) 2020, indicates that the patient had a small pericardial effusion during the explant procedure that was not addressed.

Manufacturer narrative:
Additional information: h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for routine device replacement. Fluoroscopy revealed, the right ventricular lead exhibited externalized conductors. The lead was explanted replaced. The patient was in stable condition.